Manufacturer narrative:
Device has not been returned to the MFR; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Date of implant: in 2007. It was reported that a setscrew backed-out of a 5.5 mas in a t12-s1 construct. Approx 5 months post-op, patient underwent a revision surgery to remove and replace the mas and the setscrew. No patient complications were reported.